Event description:
When a penumbra representative was in-servicing the neurovascular / cardiac cath lab staff, the representative noticed that the filter was not attached properly to the metal bolt on the top side of the penumbra aspiration pump. After removing the filter, the representative attempted to clean the plastic out of the threads of the bolt, but it was damaged enough to where a new filter would not screw down properly. A stroke pt came into the hospital, but the hospital was not able to aspirate due to the stripped bolt. The hospital attempted to hook up the pump, but it would not work. The pt was then stented, as it was diagnosed that it was a plaque instead of clot. The hospital took responsibility for the damaged threads.

Manufacturer narrative:
The filter attachment fitting on the pump has an unidentified plastic substance jammed in the first two threads. This prevents the filter from properly sealing at the pump input. When tested, a vacuum of -27.5 in hg was obtained from the pump which is within specification. A demonstration filter was not able to be screwed into the fitting. The system is non-functional. The damage noted in the complaint is confirmed. The material in the threads looks similar to filter plastic material left in the fitting when the filter has been over tightened during use.